Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that on (B)(6) 2019, the patient¿s implantable neurostimulator stopped working. The patient said that she never shuts her stimulator off and keeps her implant charged. The patient could not feel stimulation, and she does not know how her stimulator had turned off. The patient programmer was sowing stimulation off. The patient was able to turn stimulation back on, was able to feel her stimulation, and she felt so much better. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was a passenger in a truck when her stimulation turned off by itself. There were no further complications reported or anticipated.